Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 413 mg/dl and other relevant blood glucose levels were 219 mg/dl, 190 mg/dl, 248 mg/dl and 128 mg/dl. Customer was treated with bolus. Customer also stated that the sensor had change sensor alert and calibration not accepted. Customer declined for troubleshooting. It was unknown whether the customer was using automode at the time of reported event. The pump will not be returned for analysis.